Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an incomplete flap on a patient¿s left eye. The doctor was unable to lift the flap and is unsure how it happened. The procedure was not completed and the patient will be reevaluated in approximately six weeks.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was only performed during startup and not as recommended every two hours. The logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check (bcc) for left eye (os) about 1 minutes before laser fired instead of immediately before firing. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. No technical root cause could be determined for the reported event. The manufacturer internal reference number is: (B)(4).